Event description:
It was reported that patient presented a dislocation of left thr when transferring from bed to chair due to loose femoral component. Revision surgery was required.

Event description:
It was reported that patient presented a dislocation of left thr when transferring from bed to chair due to loose femoral component. Revision surgery was required.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis concluded that it was reported this patient presented with a dislocation of left thr when transferring from bed to chair. Neither the explant nor clinical information will be provided for inclusion in this investigation. Based on the information provided, the dislocation of the lthr occurred while the patient transferred from bed to chair. The pre-operative CT and ap x-rays confirms dislocated lthr. However, the future impact to the patient beyond the revision cannot be concluded. No further clinical medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.